Event description:
Additional information was received stating that the vns patient requested to have her device disabled in (B)(6) 2013 due to insurance issues. The patient¿s physician at the time elected to reduce the device settings instead of disabling the device, indicating that the device off-time was intentionally programmed and not due to a faulted diagnostic test. It is unclear if the device off-time was programmed to 50 min or 60 min. The patient¿s device settings were reduced again at her next office visit in (B)(6) 2013 and the patient had not been seen by this physician since that time.

Manufacturer narrative:
Analysis of programming history.

Event description:
The patient was later seen and patient's device settings were adjusted sometime between (B)(6) 2014 and (B)(6) 2015.

Event description:
It was initially reported that the vns patient was unable to perceive stimulation from her device. The patient¿s device had not been tested for several years and was believed to be at end of service. The vns patient¿s device was eventually interrogated and the device off-time was found to be programmed to settings indicative of a faulted system diagnostic test. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Age at time of event, corrected data: 52. The correct age of the patient at the time of the event was inadvertantly left blank in supplemental MDR #2. Manufacture date, corrected data: 52. The manufacturer date for the suspect device was inadvertantly left blank in supplemental MDR #2.

Event description:
Programming history from the physician's programming system was reviewed.